Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing that appeared to be atrial fibrillation (af) or atrial flutter which showed an atrial tachy response (atr) episode. There was a morphology variation on the shock channel as the atrial signals were small. Boston scientific technical services (ts) suggested for device reprogramming. Additional information indicated that the cause for low amplitude was atrial fibrillation. It was noted that the lead was unable to detect fibrillation waves below 0.15 millivolts. Reprogramming of device was done. Moreover, the ra lead was abandoned surgically. No additional adverse patient effects were reported.